Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Functional testing found the device exhibited no telemetry and no output. The unit was cut open for further analysis. After the ipg battery was given a full charge and all default codes were restored, the ipg passed the auto test. The root cause of the failure could not be identified. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd his scs system on (B)(6) 2007. It was reported that the pt was unable to recharge his ipg battery and he lost stimulation. The physician explanted and replaced the ipg with a smaller model on (B)(6) 2010. The pt regained stimulation as a result of the procedure, and no further issues were reported.